Manufacturer narrative:
No samples were received for evaluation. Actual samples could not be returned for evaluation. Investigation of retain samples found no defects in any components. Visual, feel and operational tests found no deviations. Check of manufacturing records of concerned item/lot indicated no deviations.

Event description:
"Customer states that a needlestick injury occurred using the device on (B)(6) 2014." Phlebotomist who received the needlestick injury states that there was nothing unusual about the draw. She placed her gauze down, anchored the wing with her thumb, pinched and pulled the safety, then indicated that she didn't know what happened, but the device seemed to turn or twist and turned upright. Phlebotomist states that she must have grabbed the right wing with her hand without noticing that a portion of the needle was sticking out. The safety was not engaged when the needlestick injury occurred. The customer states further that: the event was not life threatening. The event did not result in permanent impairment of a body function to the patient. The event did not result in permanent damage to a body structure of the patient. The event did not necessitate medical or surgical intervention to preclude permanent impairment or damage to the patient.